Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. It was reported that the smart device operating system was not a supported system. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. A probable cause could not be determined. Labeling indicates that the dexcom constant glucose monitoring (cgm) application is only compatible for select smart devices and mobile operating systems.